Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h4, h6, h10 UDI #: (B)(4). The micrsosensor was not returned for evaluation. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a demonstration on the (B)(6) 2019, the cerelink sensor suddenly failed when pressure applied to the piezo resistive strain gauge and plunged to 49mmhg before receiving cable alarm. This was the 3rd sensor to fail in such a manner. Sales rep has kept 2 of the 3 microsensors to send back for investigation.